Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
A customer reported that it was impossible to deliver a shock intermittently. The device was in use on a patient at the time of the event, however there was no adverse event to the patient or user.